Event description:
This was a preop workflow case. Alifs at l4-5 and l5-s1 disc levels (independence mis cages, 3 anchors per cage) were done first and then the patient was flipped for posterior screws. The preop CT scan did not include the two alif cages. Posterior screws were to be placed l4-s1. Screws were planned l3-s2 and registration shots were taken for each level. The merge was successful at l4 & s1. The merge was originally thought to be successful at the l5 level and so it was accepted. Screws were placed at each level. After the screws were placed, lateral fluoro shots showed that the l5 screws had missed the pedicle and been placed inferiorly to the planned placement. These screws were removed and not replaced. L4 and s1 screws were placed accurately per plan and left implanted. Rods were locked into the l4 and s1 screw tulips to finalize the construct. Post-operatively, the merge was examined. It appears that there is a cranial-caudal shift in the merge images at the l5 level, likely being the cause for the screws to miss low. This merge may have been accepted due to a few factors in the or, such as pressure to move as quickly as possible, poor line of sight to the monitor for checking the merge, seeing successful merges at the adjacent levels and moving too quickly between merge checks. Post-op evaluation of the patient determined that there were no adverse effects from this events.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs revealed that the root cause was user technique. The lateral fluoroscopic image of l5 contained a tracking error. Tracking errors can be caused if the position of the c-arm changed between when the original x-ray was emitted and when the refresh button is selected. When looking at the preoperative merge, there is a shift presented in both the ap and lateral. Tracking errors and merge shifts can cause navigation integrity issues and can lead to the misplacement of screws. The user must verify the merge before proceeding to navigation. The cause of the reported issue was traced to user technique.